Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a initial right knee arthroplasty. Patient was noted to have right pes anserine bursitis/tendinitis. The patient underwent treatment of cryotherapy and otc nsaids.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Post-primary radiographs have not been received and therefore the initial component sizing, positioning and alignment cannot be assessed. In the radiographs from the 5-year follow-up, the fit and position of all components appear to be adequate in accordance with the guidelines in the oxford surgical technique. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a initial right knee arthroplasty. Patient was noted to have right pes anserine bursitis/tendinitis. The patient underwent treatment of cryotherapy and otc nsaids.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated devices include- medical product: oxf twin peg cmntls fmrl md catalog #: 161474 lot #: 621080, medical product: oxford cementless tibia c rm catalog #: us166575 lot #: 3050471. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a initial right knee arthroplasty. Patient was noted to have right pes anserine bursitis/tendinitis. The patient underwent treatment of cryotherapy and otc nsaids.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf twin peg cmntls fmrl md item #: 161474 lot #: 2409869. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a initial right knee arthroplasty. Patient was noted to have right pes anserine bursitis/tendinitis. The patient underwent treatment of cryotherapy and otc nsaids.